Event description:
Surgeon grasped rotator cuff with connector, closed jaws and fired. When pulling out gun surgeon noticed that the suture cartridge had separated. Part of the suture was in the tip and the other in the shaft, which was still attached to the gun.======================manufacturer response for smartstitch perfect passer suture cartridge, (brand not provided) (per site reporter).======================spoke to representative. He wanted product, but I will hold product in my office. The manufacturer is welcome to come in and take pictures and evaluate product in the risk manager's presence. We will not release the product until I feel confident that there is no patient complication.